Event description:
Medtronic received a report that the axium prime coil initially could not be detached and became stretched. The patient was undergoing treatment for a ruptured, saccular aneurysm located at the right middle cerebral artery bifurcation. The max diameter was 1.8mm, and the neck diameter was .5mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that two coils had been implanted prior to encountering issues. They were unable to detach the third coil with the instant detacher and switched to the back up method of snapping the hypotube and manually pulling the filament. The coil appeared detached, but the the doctor was unable to insert a fourth coil as something was ¿blocking¿ the microcatheter. When they tried to pull the microcatheter back the coil moved back as well. They suspected that a part of the coil had stretched. They removed the coiling catheter and then deployed a solitaire 4x15 ab into the m1 vessel and used it as a coil retrieving device. Following this the doctor performed a cone beam CT on the patient which showed nothing remaining in the m1 and adequate coil filling of the aneurysm. The case was concluded at this point and the patient was successfully transferred to the recovery room. A continuous flush had been administered. There was no friction/difficulty during testing or delivery, and the physician did not reposition the coil. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway duo 156cm microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider suspected a stretched piece of coil. There were no issues that resulted in the damage that was found. Prior to coil non-detachment there were no issues encountered. There was no pushwire damage observed after removal from the patient. Two attempts were made to detach the coil using the instant detache.